Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent size in the packaging was not the same as the labeled size. A 6x150x130 innova stent was unpacked to treat a really long lesion located in the superficial femoral artery (sfa). When the packaging was opened, the stent in the packaging was 100mm in length rather than the labeled 150mm. The physician decided the stent was long enough to treat the lesion and implanted the stent. A total of three stents were implanted due to the length of the lesion being treated. No patient complications were reported and the patient was fine post procedure.